Event description:
It was reported that the t:slim x2 pump battery would not charge due to a power source alert labeled alert 07. The issue occurred before contacting support and resolved on its own, with no need for additional intervention. There was no adverse impact to the customer's blood glucose level. The customer was informed that the pump is still under warranty and guided on updating the pump software after warranty information is updated by it.